Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed excessive artifact/precipitation. No erroneous results were reported out. The following information was provided by the initial reporter: "customer reports precipitate on slides from lot 9288711 that looks like gram positive cocci."

Manufacturer narrative:
H.6. Investigation summary no return sample was received. The retention sample from the complaint batch was evaluated along with a control batch. Staining was completed per instructions in the product insert. Slides of e. Coli and s. Aureus were evaluated and gave satisfactory staining results with the retention and control. For the e. Coli slides ten fields were examined on each of ten slides under oil immersion. There was a minimal amount of artifact present on these slides and all testing was satisfactory. The batch history record was reviewed and no discrepancies were found. All release testing was satisfactory. Complaint trends were reviewed for a period covering 12 months. While there have been numerous confirmed complaints for artifact across several batches of crystal violet there have been no other complaints received on this specific batch. Based on satisfactory retention sample testing complaint cannot be confirmed for this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed excessive artifact/precipitation. No erroneous results were reported out. The following information was provided by the initial reporter: "customer reports precipitate on slides from lot 9288711 that looks like gram positive cocci."